Event description:
The dealer states that the metal support bar under the seat has cracked all the way through the metal on both sides of the device. The date code says 06.13, the dealer states they sold the device to the consumer at just under a year.